Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid found within the cassette compartment. There were no burrs or sharp edges in cassette compartment that may have punctured a cassette membrane. The accelerated stress test passed. No fluid leaks were found during the removal of the cassette. An internal inspection of the cycler showed that there were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after completing pd treatment. The patient reported that there was fluid inside of the cassette door of the cycler. The fluid was noted in the pump module and on the exterior of the cassette. The patient was advised to discontinue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient did indicate that there was a feeling of bloating which was alleviated with a manual drain. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after completing pd treatment. The patient reported that there was fluid inside of the cassette door of the cycler. The fluid was noted in the pump module and on the exterior of the cassette. The patient was advised to discontinue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient did indicate that there was a feeling of bloating which was alleviated with a manual drain. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be returned to the manufacturer for physical evaluation.